Manufacturer narrative:
Upon reassessment of the reported event it was determine that the event was reported under wrong manufacturing site and initial report was submitted in error. Hence this event will be reported on 0001825034-2019-03291.

Event description:
Upon reassessment of the reported event it was determine that the event was reported under wrong manufacturing site and initial report was submitted in error. Hence this event will be reported on 0001825034-2019-03291.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from the patient that, fail safe screw plug on the external prosthesis was broken while he was walking on irregular lawn, and lead to a fall. No additional information was made available.